Event description:
It was reported that the patient fell 6 months ago when the device zapped him. The patient tripped over a rug and fell 4 weeks ago. When he hit his head on this last fall 4 weeks ago, the l1 where the stimulator was anchored was fractured and the bone was sticking out. They were not sure it was re-fractured or what was going on. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).